Event description:
It was reported that "fos: no comm. No transducer or fos waveform or pressure reading available on the iabp, despite troubleshooting attempts, until console exchanged". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.